Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) display screen was out of specification. It was also indicated that the case was cracked and the battery drawer was sticky. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a portion of the external pulse generator (epg) display screen was cracked or broken. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.